Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm nc emerge® balloon catheter was advanced to treat the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another nc emerge® balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was simply removed.